Event description:
It was reported surgical time was extended by approximately 45 minutes because the liner would not lock into the shell.

Manufacturer narrative:
.

Manufacturer narrative:
The associated device was returned and evaluated. Our investigation included a dimensional analysis which confirmed that the liner was manufactured out of specification. The information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Internal actions were taken to restrict associated inventory and prevent further distribution of the affected product. This issue was communicated to our health hazard evaluation team for their consideration of addressing affected devices which may be in the field.